Event description:
Customer reported she was having issues with the insulin pump and sensor. Customer stated the readings are inaccurate. The device went into threshold suspend. Blood glucose was 336 mg/dl and the sensor was reading 66 mg/dl. Customer was really concerned because also stated she was hospitalized for four days. Customer stated her blood glucose was 500 mg/dl when she was hospitalized treated with the device then manual injections. Symptom was vomiting and highs. Customer was dehydrated and had diabetic ketoacidosis. The infusion site was removed at the hospital. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.